Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted without issues. However, immediately after the sleeve exited the steerable guide catheter (sgc), difficulties with steering the clip occurred; the a/p knob had to be used to navigate to medial/lateral, and the m/l knob gained or reduced height. The clip was ultimately deployed on the mitral valve. A second clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.